Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4) proximal conductor fractured, defib conductor distorted, outer tubing kinked/buckled, outer tubing breach, and blood noted on helix mechanism; full lead in segments returned and analyzed.

Event description:
It was reported that during a follow-up, the physician determined that the implanted fidelis defibrillation lead had failed. The physician referred the patient for explant of the fidelis lead and implantation of a new lead. The physician noted that the lead appeared to be damaged in the area under the suture sleeve. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available. The sprint fidelis lead model is included in a field advisory.